Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, purge flow was trending lower to 3.3 milliliters per hour (ml/hr). Tissue plasminogen activator protocol was being used and purge flow got up to 3.8ml/hr. Two days later, the patient went to patent foramen ovale closure which was successful. After the procedure, the impella flow dropped. Increase in pressor was needed and mixed venous oxygen saturation dropped. Most likely clot was noted. The patient was successfully weaned and survived the procedure.

Manufacturer narrative:
The investigation has been completed. The product was returned. Data logs showed there were multiple instances of reduced (sometimes erratic) flow and loss in motor current pulsatility in the last 24 hours of support. A sudden motor current spike preceded one of low flow episodes. Visual inspection of the returned pump revealed the presence of biomaterial on and around the impeller. No other abnormalities were found. Therefore, it was determined that the cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.